Event description:
Dr. Indicated that the abutment screw fractured when the patient bit down on something.

Manufacturer narrative:
The reported event has been confirmed. Visual inspection and DHR review did not provide any indication of a manufacturing deviation that would contribute to this event. A definitive root cause has not been determined. As part of biomet¿s compliance master plan, recent audit of complaint data, and enhancements made to biomet 3i¿s reporting policies, this event was identified as one requiring retrospective reporting.